Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that they were experiencing difficult lifts and decided to change the laser settings to slightly raise the power and decrease spot and line separation in order to reduce the stickiness of the flaps. In order to verify these new settings outcome and ensure the desired stickiness, two flaps were cut into a gel in r/d operation mode and decided these settings were much better. A flap was cut into the patient's right eye and it was later realized that the side cut went 360 degrees. In the rush to get everything ready for the next patient the laser was not switched from r/d operation mode to treatment operation mode. It was decided that since the flap hadn't been lifted, the flap would be left alone and the patient will return next month for a photorefractive keratectomy in both eyes.